Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; e1; g3; h2; h3; h4; h6.   Review of the device history records identified no deviations or anomalies during manufacturing no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent an endoscopic procedure to remove scar tissue and release right hip flexor tendon & remove bursa. Recurrent flexor tendonitis, iliopsoas bursitis, endoscopic hip flexor tendon release, right bursectomy. Pain, received 3 injections prior to procedure with only temporary relief. Right hip endoscopic procedure to release hip flexor tendon and remove bursa. Scar tissue debrided a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03112 0001825034 - 2021 - 03113

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: part: 0100102219, lot: 2947807, wagner sl revision stem 19/225; part: 00801802801, lot: 62523867, femoral head sterile product do not resterilize 12/14 taper; part: 110024466, lot: 411470, g7 dual mobility liner 50mm h; part: xl-200156, lot: unk, act artic hd arcom xl 28x50mm; part: 00625006520, lot: 64106455, bone scr 6.5x20 self-tap; part: 00625006530, lot: unk, bone scr 6.5x30 self-tap; part: 00625006535, lot: 63897395, bone scr 6.5x35 self-tap; part: 00625006540, lot: 64172354, bone scr 6.5x40 self-tap.

Event description:
It was reported that patient underwent an endoscopic procedure approximately 11 years post implantation to remove scar tissue, release right hip flexor tendon & remove bursa. Attempts have been made and no further information has been provided.